Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Stapler log review of the sureform 60 stapler instrument shows it was installed on the system 7 times and fired 7 reloads (1 blue, 1 white, 1 blue, 4 white, in that order). On each install, all clamps were successful. On install 1, the firing was completed with no pauses for compression. On install 2, there was a partial fire. On install 3, the firing was completed with no pauses for compression. On install 4, the firing was completed with 1-2 pauses for compression. On install 5, the firing was completed with 2-3 pauses for compression. On install 6, the firing was completed with 1-2 pauses for compression. On install 7, the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, on postoperative day two the patient experienced postoperative pain, and bleeding from a white sureform 60 staple line was identified. A subsequent laparoscopic procedure was performed, a hematoma was identified from a staple line. The hematoma was evacuated, and the stomach tissue was irrigated. During the initial robotic procedure, while firing on stomach tissue with a white sureform 60 reload, an error message occurred, and the surgeon was unable to proceed with that reload. The surgeon then upsized to a blue reload, which was successful, and then continued with white reloads for the remainder of the stomach tissue. There was expected oozing from the staple line, and the surgeon placed a few clips to stop the oozing. The procedure was completed robotically. On postoperative day two, the patient presented with abdominal pain, and it was identified that a postoperative bleed had occurred. A subsequent laparoscopic procedure was performed, where a hematoma was identified from the upper stomach tissue, where a white reload was applied. There was no active bleeding; all staple lines were intact. The hematoma was evacuated, and the abdominal cavity and stomach tissue were irrigated. The hematoma was suspected to have occurred due to oozing from a white sureform 60 staple line. The patient is recovering well and was discharged home.